Event description:
It was reported that during an unknown procedure, the clipper locked closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Bypass, double feed, jaws. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. During the next firing sequence, a double feed incident was noted. However, it could not be determined what may have caused this condition. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.